Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of reay0994 showed no other similar product complaint(s) from this lot number. Device not returned at this time.

Event description:
It was reported that during the placement procedure the operator noted that the guidewire was made by another manufacturer. This guidewire broke when it was withdrawn through the introducer needle (which was contained in the power-trialysis kit.) The distal fragment of the guidewire has remained in the patient body. The catheter has been indwelling in the patient.